Event description:
It was reported that pump displayed malfunction alarm code 16 and could not be reset, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged replacement shipment, instructed customer to place malfunctioning pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.